Manufacturer narrative:
This supplemental report is being submitted to inform correction to section h9 in the previous initial MDR report submitted under report no . 9610595-2025-33953-00. Upon review of complaint record, in section h9 field, fy24-omsc-08 was inadvertently noted. H9 correct information is 3002964398-09/13/2023-001-c. Please refer to the updated section for the updated information. Please also refer to section h7 for updates.

Event description:
No additional infornation received from the customer

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a burn on the distal end cover (c-cover). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.